Event description:
This complaint was received from finland . On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient experienced aspiration pneumonia following tubing placement, date of the event was not confirmed and was assumed to be either (B)(6) 2023. Treatment was done with intravenous antibiotics . The patient was later transferred to a health center, where he passed away on (B)(6) 2023.there was no confirmation of an autopsy , however an allegation was made ¿¿ patient died because of pneumonia¿¿ . Additional queries were sent and there was no alleged device related adverse event, alleged device malfunction, and/or alleged device procedural related complication reported prior to the patient¿s death.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication of asp pneumonia is a is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.